Event description:
Reporter alleged obtaining the results of 5.5 mmol/l and 11.1 mmol/l back to back within 10 minutes on the mobile system on (B)(6) 2012. Reporter alleged obtaining the results of 11.6 mmol/l, 3.8 mmol/l and 3.3 mmol/l back to back within 10 minutes on the mobile system on (B)(6) 2012. Reporter stated that she was treated with orange juice after obtaining the results on (B)(6) 2012. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).